Event description:
The facility reported a pump with failure code 570:320:844:0000. This failure code occurred during patient use, but it is unknown at what step in the process it occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.